Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that t2 did not deploy from the fast-fix 360 curved device. A backup device was available to complete the procedure. There was no information reported regarding whether t-1 was removed, or whether there was a delay associated with the alleged event. There was no report of patient impact.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.